Manufacturer narrative:
Patient identifier, date of birth, and gender not available for reporting. Date of event: unknown. This report is for an unknown elastic nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: govindasamy r., gnanasundaram r., kasirajan s., ibrahim s., melepuram j (2018), elastic stable intramedullary nailing of femoral shaft fracture-experience in 48 children. The archives of bone and joint surgery. Volume 6. Number 1. Pages 39-46. (India). This retrospective study aims to evaluate the use of elastic stable intramedullary nail (esin) in surgical management of femoral shaft fractures in children and its complications. Between june 2009 to june 2014, 48 children (30 male and 18 female with age range of 6-16 years old) with closed fractures and grade I and ii open fractures were included in the study. Each patient was implanted with two (2) unknown synthes titanium elastic nails under regional anesthesia. Follow up was at one, two, three and six month¿s interval until fracture union. Complications were reported as follows: one child who weighed (B)(6) kg at age (B)(6) had limb length shortening of 15mm. This report is for an unknown synthes titanium elastic nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Correspondence with author confirmed the complainant devices are not depuy synthes products, therefore, depuy synthes does not have regulatory reporting responsibility for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.